Event description:
Procedure: aponeurectomy. According to the reporter: allegedly, the suture was of poor quality and caused an infection. It was necessary to re-operate in order to remove the suture.